Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. After exposure to moisture, the keypad is intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/16/2013 with the following findings: visual inspection of the pump showed some cosmetic defect and worn keypad. Investigation revealed that the ¿up¿ ¿down¿ and ¿ok¿ buttons were unresponsive to presses while the contrast button was responding properly. No visible damage to the keypad was observed. Removal of the rubber keypad showed that there was contamination under the contrast button contact. Leak test revealed a leak due to a cracked pump casing. Upon opening the pump casing, moisture was observed throughout the pump.